Event description:
Customer reported that the device would not operate on ac source. There was no report of pt involvement with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported malfunction. Physio provided customer repair estimates, but customer declined the offer. The root cause of malfunction could not be determined.